Event description:
Physician reports one pt experienced glare when looking at lights one week following intraocular lens implant. Lens was explanted and replaced with a different lens at the insistence of the pt.